Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons had been intermittently responsive for about one month. The keypad was reportedly intact and the pump was not exposed to water. The patient denied any recent trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was intact. All of the buttons were intermittently unresponsive and required hard presses to activate a response. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.